Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly customer was not following the load process appropriately. Customer¿s blood glucose ranged from 300-400 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.